Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 3 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. As a result of a collision with the device during transport, smoke and sparks arose from the ventilator. In consequence, the device was removed from use. There was no patient or user harm.

Event description:
Description from customer: "...we had a mid air emergency with the hamilton ventilator. I initially smelt gas/smoke in the cabin and whilst investigating; the ventilator starting sparking blue sparks and smoke out of the motor. I immediately shut down the ventilator, disconnected from the power mains, disconnected from the oxygen and removed the battery [from slot 2]..." One of our techs have attended the site to inspect the unit. In the attachments is the exported logs when he arrived as well as the export logs after performing the service software. He was unable to reproduce the fault, see or smell any signs of electrical failure. I am contacting the customer for additional information however due to the nature of the fault, they have reported it to the tga. Please provide feedback and findings asap.